Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received a reading of 120 and 265 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.

Manufacturer narrative:
Control solution testing was conducted and results fell within the valid range.